Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major infection. The patient had serous, yellowish discharge from incision on (B)(6) 2021. No active oozing from incision site, about 3mm lower incision with superficial opening, no active oozing was observed, nor any drainage when site reported left shoulder pain and soreness from automatic implantable cardioverter defibrillator (aicd) site wound culture on (B)(6) 2021. The patient was prescribed keflex 500mg bid on (B)(6) 2021 for 4 weeks. Wound culture was positive for methicillin-susceptible staphylococcus aureus (mssa) on (B)(6) 2021. Keflex was increased to 1000mg three times a day as the patient reports continued drainage at ICD site. Patient had repeat labs on (B)(6) 2021. It was reported that the infection was not device related. On (B)(6) 2021 the patient had an ICD incision wound follow up and the patient saw very little serious drainage from site over the weekend. Infectious disease was consulted. The patient denies any fever or chills and has no active drainage. The patient received keflex. On (B)(6) 2021 the patient had a follow up. It was observed that the opening site got smaller. It was about a 2mm scab. The patient claimed that there was minimal serous oozing that night.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that purulent drainage from the implantable cardioverter defibrillator (ICD) site was noted on (B)(6) 2021, at (B)(6) hospital. Infectious disease (ID) was consulted and cultures obtained. The patient was afebrile and had normal white blood cell (wbc) count. Blood cultures from (B)(6) 2021 were negative. Wound culture on (B)(6) 2021 showed moderate wbc and no organisms seen. On (B)(6) 2021 it was noted that the ICD site showed a 1x2 cm defect in the incision with purulent material draining and a significant area of fluctuance with a large palpable defect in the pocket. Additional ID consult on (B)(6) 2021 noted the infection had not responded well to antibiotic. Per cardiology, it was believed the entire system may need to be removed.